Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approximately 54 months, shock impedance values of greater than 150 ohm were reported. The lead was capped and left in the patient. A new lead was implanted.